Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision procedure to replace a 10 mm spacer implant with a 12 mm spacer implant as the physician determined the 10 mm implant was undersized. The patient was noted to be doing well following the procedure.